Event description:
Bard foley bag was noted to be leaking profusely at site of green connection spout near bottom. This is the 5th time in 2 weeks this has been observed. Videos of incident available and also sent directly to bard. Bard will be sending box to send back for further investigation by (B)(6) team.